Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on a dimension vista 1500 instrument for two patients. The discordant results were not reported to the physician(s). The customer repeated the samples on the same instrument and those results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data and determined that the cause of the discordant sodium, potassium and chloride results was unknown. The fse cleaned the sample port, performed a power flush, changed peristaltic tubing and the v lyte chip. The fse performed a diluent check and ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.